Manufacturer narrative:
Patient experienced peritonitis on an unknown date in the last week of (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and diarrhea. The cause was unknown. The patient was hospitalized for the event and treated with injection refline (1g intraperitoneally once daily, for fourteen days) and injection vancomycin (1g, intraperitoneally every fifth day for fourteen days). At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. Additional information is not available.